Event description:
The clinician reported that over 1.5 years after the dental implant was placed in ada site 6 in the patient's mouth, the implant lost osseointegration in type ii bone. The clinician reported poor bone quality/quantity in this patient with excellent oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.